Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-feb-05. The patient reported that they had a revision done on their stimulator in (B)(6), but they were still experiencing discomfort when on the ins site. The patient said they were still experiencing discomfort in their sciatica when laying in bed. The caller stated that when they had the revision the hcp implanted the ins deeper. The caller stated that there was a dull pain when they lean or sit on the device. The caller also mentioned that they were needing an MRI and were needing assistance going through MRI mode. The caller stated that previously they were having issues accessing MRI mode. The agent walked the caller through the steps of MRI mode. The agent redirected the patient to their healthcare provider (hcp) to further address the issue of still experiencing pain at the ins site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was going to the bathroom more often, almost every hour, sometimes 2 hours, and they would have to go right away. The patient said that since they had their implant adjusted with their doctor last time the issue seemed to have gotten worse; they were going to the bathroom more often. The patient sent a note to their doctor and the doctor told them that [the manufacturer] could help them adjust their settings. The patient was guided through how to increase stimulation on the call. The patient was on program 6 and increased stimulation from 0.7 to 0.8. The patient increased stimulation to a comfortable level and said they felt stimulation in their vaginal area and also at the implant site. The patient said they still had discomfort at their implant site since it was implanted. The patient said they told their hcp about this and had an x-ray and were told that everything looked good. The patient said that when they would do therapy, yoga or lay on their implant it would be uncomfortable. The patient was redirected to their healthcare provider (hcp) to further address the issue(s). The patient said they had an upcoming appointment scheduled with their managing hcp next week and they would mention their issues. Additional information was received from the patient. They reported that they were having a problem with frequency and urgency. The patient said they met with the manufacturer representative (rep) and the rep put in a program with a, b, and c and they turned it up to 0.5. The patient wanted to know if that was a good number. Stimulation expectations were reviewed with the patient. The patient increased the stimulation on the call and confirmed they could feel the stimulation. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed comfortable stimulation in the bicycle seat area. The patient also mentioned that when they met with their rep, they were notified that their implant was not in the pocket. The patient reported that the implant had been causing them discomfort since implant. The patient reported that part of the implant pushed out and movement hurt. The patient stated that they were told to let the implant heal for a couple months, but one day they met with their rep at the clinic and their rep notified them of the issue. The patient stated they had a revision surgery scheduled with their hcp.